Manufacturer narrative:
The customer reported that the nibp values were incorrect on the bedside monitor (bsm). It was discovered that air was leaking from the hose at the connection point to the cuff. The hospital uses an adapter and different cuffs. Nk ts advised that they should not do that. They will be provided with the correct hose and cuffs to resolve the issue. No patient harm was reported.

Event description:
The customer reported that the nibp values were incorrect on the bedside monitor (bsm).

Event description:
The customer reported that the nibp values were incorrect on the bedside monitor (bsm).

Manufacturer narrative:
(B)(6) reported on (B)(6) 2018 that their bsm-4113a (sn: (B)(6)) was displaying nibp incorrectly and it was discovered that air was leaking from the hose at the connection cuff. Service requested: troubleshooting. Service performed: troubleshooting. It was found that the hospital was using an adapter and different cuffs (third party accessories/equipment). Technical support informed the customer that the correct nk equipment is needed and provided them with correct hose cuff part information: yn-901p nibp cuff hose, adult; yp-713t adult cuff - s951d; yp-714t lg adult cuff - s951e. Investigation result(s): the root cause of the issue has been identified to be user error due to the customer utilizing third-party equipment that is not compatible with device. Through troubleshooting with the customer, technical support had been informed that the hospital was using an adapter and different cuffs, which is an unsupported configuration. Technical support provided the customer with correct part information and transferred them to customer service for pricing to resolve the issue. Device's serial number history shows that there have been no further/previously reported issues nor servicing for this unit displaying incorrect nibp and air leakage. This was not an nk device/software malfunction. Recurrence of the issue is unlikely as the bsm-4113a series has been discontinued and is no longer supported. There is no indication of design deficiency. Investigation of this complaint record has been completed by qa. Correction: b2. Other serious (important medical event) incorrectly selected. F6. Date user facility/importer became aware of the event. Should have been 05/14/2018 not 06/12/2018 on MDR initial report g4. Date received by manufacturer: should be 05/14/2018 not 06/12/2018 as listed on MDR initial report.